Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows multiple successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The logfiles show that the beam control check was done about ten minutes before suction phase and about twenty two minutes before laser fired instead of immediately before firing. During suction phase the user performed several redockings and needed a very long time to get suction. The treatment was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. Treatment report shows the flap canal is not open, which might be the reason that gas can not escape during the flap creation, leading to an uncut area. The reason why the canal is not open is unclear, however patient movement (as described by the reporter) might be a contributing factor for the incomplete flap. The user needs to make sure the canal is open to allow gas to escape. No technical root cause was identified as the product was found to be within specifications at that treatment day. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported an uncut area near the hinge of the flap during treatment in the left eye. The doctor did not attempt to lift the flap and abandoned the surgery. The patient will return for photo refractive keratectomy (prk) once healed. The doctor mentioned having to instruct the patient multiple times to not move their eyes.